Event description:
Customer stated that he had worn a pod less than 24 hours when he woke and discovered that his blood glucose level (bg) was 434 mg/dl. Customer stated that his bg was elevated to 274 mg/dl prior to going to bed which he took a correction insulin bolus of 2.9 units. When he changed the pod, there was no appearance of blood around the site, but the cannula was bent. Reviewed pinch up/change site technique with customer. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.